Event description:
Dexcom technical support was informed of a trial pt's death on (B)(6) 2012, via email. Pt had suffered a seizure and was transported to the hosp where he died. Upon investigating the case, dexcom technical support was informed by nursing assistant at the trial site that pt was very ill and suffered from multiple health complications. Trial site does not attribute pt's death to cgm.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.